Event description:
It was reported that during implant insertion, the surgeon inserted and removed the cynch tlif 5 degrees x 11mm x 25mm cage 2-3 times, and on the surgeon's third attempt at inserting the implant, it broke into two pieces. The smaller piece remained attached to the implant holder. The larger piece was removed from the pt. There was a 10 min delay to the surgery, with no detriment to the pt.

Manufacturer narrative:
No dimensional discrepancies were identified. Material and processing requirements were to specification. Review of product labeling and the system surgical technique did not reveal and discrepancies or deficiencies. Visual eval did not indicate any materials abnormalities and confirms that it was broken at the inserter interface. The implant is labeled for single use only and most likely broke as a result of multiple insertions and extractions during the surgical procedure while attempting to reposition within the pt anatomy.